Event description:
It was reported that during the procedure ,a piece of metal from the instrument broke off and fell inside the patient. It was further stated that the sleeve of the gun became loose when the surgeon began to apply pressure to the hip implant, this then caused the part to break. The piece of metal broken off during the procedure was found to be located around the proximal femur and soft tissue when a post operative x-ray was consulted.

Manufacturer narrative:
Additional information has been requested, and if received, will be supplied on a supplemental report.